Event description:
It was reported that this right atrial (ra) lead exhibited low out of range impedance measurements. This device remains in service. No adverse patient effects were reported.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).